Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nissen fundoplication procedure on a patient, the surgeon used a visiport to gain entry into the patient's abdomen. The surgeon stated that, during the procedure the patient's aorta (right hand side upper quadrant) was "nicked" and the patient began to lose blood. He opened the patient to find and resolve the source of the blood loss and approximately, six units of blood were transfused into the patient. The surgeon stated that the hospital "ran out" of blood and the patient was transferred to a different hospital. The patient is clinically brain dead but remains on life support at (B)(6) hospital. The surgeon does not allege any device malfunction.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The optical trocar was received. The lens was intact. The fixation trocar was received. The circular and envelope seals of the trocar were intact. When the trigger was actuated, the knife blade advanced and retracted properly. The instrument was inserted and removed through the trocar without binding or difficulty. The knife blade was able to cut cleanly and completely through the test media. The optical trocar passed an air leak test. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Additional information received from the account: initially it was reported that the patient was transferred to (B)(6) hospital and feared to be brain dead. However, it has now been reported that the patient is now back at home and recovering slowly. It was also reported that the patients kidney were effected during the incident resulting in dialysis treatment to reduce the strain on the kidneys. Dialysis has now finished and her kidneys are functioning well enough to no longer need the treatment.

Manufacturer narrative:
(B)(4).